Event description:
It was reported that during an unknown procedure, the device did not fire completely on the first firing. It partially fired and would fire no more. A second cartridge was loaded and was fired sucessfully. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. Additionally two blue reloads were received partially fired and the lockout spring normal. The returned reloads were partially fired which indicates that the device's firing cycle was interrupted.the device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.